Event description:
Caller reported a malfunction on pump. There was no reported impact to customer's blood glucose level. Cts to replace pump, advised caller on using mdi for backup therapy and will provide pump with updated software. Instructions were given for returning pump and using replacement; caller understood and acknowledged.